Manufacturer narrative:
(B)(4). Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm confirmed in pump history (variable info = 3) due to broken trace at pin #1 and pin #6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the suspend before low alert did not occur. The customer's blood glucose level was unknown. The device will be returned for analysis.